Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. It was noted that the lead had a history of noise. The noise was able to be reproduced in clinic. Other electrical measurements were normal. The device was reprogrammed. The patient was stable and would continue to be monitored.